Event description:
It was reported that prior to implant the device was interrogated while still in the box. The programmer showed evidence of a green longevity bar. While the device was in session, the programmer was turned off and when it was turned on a grey longevity bar was displayed. It was noted that the device had not been exposed to cold temperatures but did have a short use before date. Several days later the grey bar still displayed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.